Event description:
Information received by medtronic indicated that the insulin pump had loss of communication issue with transmitter. Customer reported that they received lost sensor signal alert. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Customer reports: transmitter not communicating anomaly. Transmitter received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector pins per visual inspection. Transmitter was able to charge, and led is flashing properly. Transmitter failed to communicate and sync during rf ble test, problem was isolated to electronic assembly. In conclusion, unable to perform functional and rf/ble/downgrade/accuracy test due to communication anomaly. The customer complaint of transmitter not communicating was confirmed.